Event description:
Information was received from a consumer regarding a patient receiving ketamine and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the external equipment was not working at all. The patient stated that ¿it keeps going over and over again and it doesn't read the pump¿. The patient stated that their neuropathy was so bad that they needed help. The agent walked the patient through resetting the communicator which resolved the issue and the patient was able to get a bolus. The patient stated that they were supposed to be getting 4 boluses per day and only getting 2. The patient stated that they could hardly walk or sit because of this. The agent attempted to have the patient check location and the patient stated, ¿cannot select location to turn blue¿. The agent transferred the patient to hcit (healthcare information technology) to help with the location as the patient was seeing different icons. The patient called hcit again on (B)(6) 2025 and was then transferred back to patient services by hcit who reported that they were able to resolve the communicator not found issue, but the patient was now seeing the pump not found message. The agent then reviewed best practices for communicator placement with the patient, and the patient saw not found communicator and then saw no pump found. The patient stated that they had an appointment with their healthcare provider on monday. The patient denied any falls/trauma. The patient stated that they ¿hope they can walk because this thing was the only thing helping them before¿. Additional information was received on (B)(6) 2025 from a company representative who reported that the patient¿s ptm (personal therapy manager) wouldn't synch with communicator and that the patient had called into patient services for assistance a few days ago, but they were experiencing the same issue. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.